Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced seventeen adhesive issues between 01-jan-2024 and 29-may-2024. He reported that infusion sets fell off during use. The sets were in use for 48 hours. Blood glucose levels were between 80-180 mg/dl at the time of event. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) device 7 of 17.